Manufacturer narrative:
Philips has investigated this complaint. A philips remote service engineer (rse) inspected the system remotely and confirmed the reported event. System restart was done which did not resolve the issue. Analysis of the log files by rse indicated that communication failed with the flexvision pc and the led for the flexspot disk was red. Also it was found remotely that the suite pc and flexviewing pc for flexspot were unreachable on the control network causing the application software to not run. To resolve the issue the customer replaced the suite pc and flexvision pc, also reseated the disk and reloaded the software. Customer requested new license for the flexviewing pc and rse changed the fingerprint and sent new license to customer. The defective flexviewing pc was returned for analysis and part analysis indicated that cause of the flexviewing pc failure was due to broken front fan and cover plate being badly bent. After replacement of suite pc and flexvision pc and also reseating the disk and reloading the software, the system was returned to use in good working condition. The codes were updated based on the investigation outcome.

Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-012-c, which addresses the causes associated with the reported malfunction.

Event description:
It was reported to philips that the flexvision pc failed to bootup. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.